Event description:
The account alleged the brakes were not totally holding. No pt impact.

Manufacturer narrative:
The technician found the cause to be worn brake casters not holding when locked. The technician replaced all brake casters to resolve the issue.